Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was lost. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated the patient lost an omnipod 5 controller and urgently needed a replacement. Because the patient did not have their personal diabetes manager (pdm) they experienced high blood glucose levels and ketones. The patient was hospitalized overnight for diabetic ketoacidosis and self-discharged the following morning. The patient experienced symptoms of chest pain, vomiting, and weakness, and was treated with a sliding scale overnight. The patient is currently not wearing a pod and is using backup injections of novorapid and tresiba, with adherence concerns. The patient¿s blood glucose levels were not reported, and any further treatment was not disclosed.